Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). After deployment of a 3.00 x 16mm synergy, a proximal edge dissection was noted. The dissection was covered with another synergy stent and the procedure was completed successfully. No patient complications were reported.